Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement/perforation requiring medical intervention. Device malfunction: stent dislodgement. It was reported that the stent dislodged from the balloon and slid proximally down the shaft. There was no report of any resistance during advancement. In addition, a perforation occurred at the target lesion during this advancement attempt. The sds was able to be removed from the pt with the stent still on the shaft. The perforation at the lesion was treated with the placement of a longer stent, a 3.5 x 23 mm rx vision, successfully. No additional event or pt info is available.

Manufacturer narrative:
Results: product performance engineering could not determine a conclusive root cause for the dislodged stent. Eval summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and contrast in the inflation lumen, balloon and thick contrast on the shaft. The stent implant had dislodged from the balloon proximally and was located on the shaft. The first rows of distal struts were flared, and the first rows of proximal struts were very slightly flared as if the stent implant had started to expand. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. There were clear fibers on the shaft intermittently throughout the entire length of the hypotube and shaft. The fibers were wrapped around the shaft at locations where there was thick contrast, so the fibers were stuck to the contrast. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they did not meet mfg criteria. Product performance engineering reviewed the incident info. Stent dislodgement can be influenced by improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion , accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgment force. The stent outer diameter dimension was outside of the accepted mfg spec; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required spec, this over-sizing most likely occurred at the time of dislodgements as it is expected that the stent would expand during travel over the balloon shoulders. It is possible that the sds interacted with the lesion during manipulation of the device inside the anatomy, thereby disrupting the stent on the balloon and subsequently resulted in the reported dislodgement. Since the fibers were not reported in the incident info, the fibers may have come in contact with the sds during packaging, handling and return to abbott vascular for analysis. The contamination does not appear to be related to or have contributed to the reported stent dislodgement. Perforation is listed in the vision IFU as a known potential adverse event with coronary stenting and not necessarily an indication of a product quality deficiency. Perforation can be influenced by lesion characteristics, procedural technique, and product size selection. It is possible the perforation occurred as a result of the stent dislodgement. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement or perforation for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the stent dislodgment. As there does not appear to be any indications of a product quality deficiency, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.